Manufacturer narrative:
Formatted history file analysis confirmed pump error 53 due to software error. The insulin pump was returned for power error alarm 25. Detailed trace analysis does not confirm pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes or loaded vlith voltage less the 3.5 volts for 4 consecutive hours. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 25 and was able to reset. Customer attempted to connect with sensor and received a pump error 53. Customer's blood glucose was 10.6 mmol/l. Insulin pump would need to be replaced.